Event description:
A male pt's daughter contacted lifecor customer support on 8/13/2007 to report that the pt had passed away on three days earlier. The pt was found on the floor by his daughter and had the device on. She rolled the pt over and he said something to her. The sister removed the battery of the device at this time. The medics arrived and left the lifevest on the pt until they arrived at the ER where it was removed from the pt. Support believes that a battery pull occurred early in the collapse. Pt did not pass until hours after arrival at the hospital. The pt's daughter did not want to download, but made arrangements to return the system. On six days later, the device was downloaded. Support followed up with family. The pt's daughter stated that after she found her father she called 911. Nine one one advised her to begin CPR, so she removed the lifevest without removing the battery. The download revealed that the electrode belt was removed from the monitor a short time later. The following month, a lifecor doctor reviewed the ECG signal from the download. He determined that at the apparent time of removal, the ECG recording showed normal qrs complexes. The doctor felt that the pt may have been in respiratory arrest and/or had electromechanical dissociation. Since the rhythm appeared normal at the time, the device operated as designed and did not alarm.

Manufacturer narrative:
The lifevest device involved in this event was not physically returned for eval but the ECG data and device performance flags captured by the device during the event were subsequently downloaded for eval. Conclusion: the lifevest declared asystole although ventricular fibrillation appears at one point on the ECG. Arrhythmia detection may not have occurred due to signal interference. The signal interference may have been secondary to resuscitation efforts (rolling the pt, unbuckling the garment, etc.) Or to the pt's collapse (falling, seizures, etc.) [See scanned pages.]